Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2012 to reposition implant and was treated with a topical ointment (type and duration unknown).

Manufacturer narrative:
This report is submitted on december 1, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, it was reported that the patient developed necrosis at the magnet site in (B)(6) 2012. Additional information was requested regarding treatment; however, could not be obtained as of the date of this report.